Manufacturer narrative:
The product details section states that the device will not be available for investigation as it was disposed by the customer. The instrument was not available; therefore an inspection was not possible. The guide wire was classified as primary product based on the event description. A review of the DHR for the guide wire revealed no discrepancies. Based on the given sparse information and as the device is not available the root cause of the reported event could not be determined exactly. It appears conceivable that the guide wire might be damaged (kink) during introduction (light impaction was used to advance the wire through the proximal sub chondral bone) which led to friction between guide wire and reamer shaft. No discrepancies were detected during risk analysis review. The investigation of this case will be closed based on the available information. We reserve the right to re-open the investigation in case that further substantial information becomes available. Device was discarded.

Event description:
The customer reported that during routine i.m nailing of a left tibia the guide wire (1806-0085s) was passed down the intra medullary cavity. Light impaction was used to advance the wire through the proximal sub chondral bone. This was performed with the slotted hammer (1806-0170) against the t-handle inserter (1806-1095), and no contact was made with the guide wire. Sequential reaming with the stryker bixcut reamers began from size 8.0mm and increased in 0.5mm increments. The customer reported that the canal was narrow and resistance was greater than normal. At 9.0mm reaming the guide wire had snapped, approximately 40cm from the proximal end. The guide wire showed smoldered edges and consequently the surgeon explained the tip had burned his hand. No first aid treatment was required as this was a minor incident. The wire was then placed on a plastic drape where it had begun to melt the material. Due to the wire melting there was no evidence of metal debris left.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that during routine i.m nailing of a left tibia the guide wire (1806-0085s) was passed down the intra medullary cavity. Light impaction was used to advance the wire through the proximal sub chondral bone. This was performed with the slotted hammer (1806-0170) against the t-handle inserter (1806-1095), and no contact was made with the guide wire. Sequential reaming with the stryker bixcut reamers began from size 8.0mm and increased in 0.5mm increments. The customer reported that the canal was narrow and resistance was greater than normal. At 9.0mm reaming the guide wire had snapped, approximately 40cm from the proximal end. The guide wire showed smoldered edges and consequently the surgeon explained the tip had burned his hand. No first aid treatment was required as this was a minor incident. The wire was then placed on a plastic drape where it had begun to melt the material. Due to the wire melting there was no evidence of metal debris left.